Manufacturer narrative:
Additional information: h6, h11 h11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq syringe pumps under infused during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number UDI is unknown since the serial number was not provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.